Event description:
It was reported that the patient underwent an excisional breast biopsy procedure on (B)(6) 2013 and topical skin adhesive was used. The patient experienced a burning/itching sensation immediately post-operatively. On (B)(6) 2013, the patient reports having a dermatitis-like skin reaction with redness and burning which was treated with hydrocortisone cream. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.